Manufacturer narrative:
At this time no conclusions can be made. It is unknown to what extent the bard/davol ventralight st (device #1) have caused or contributed to the events as alleged by the patient¿s attorney. Based on the limited information provided at this time, no conclusions can be made. Should additional information be provided a supplemental emdr will be submitted. This emdr represents the bard/davol ventralight st (device #1). An additional emdr was submitted to represent the bard/davol ventralight st (device #2) and bard/davol ventralight st (device #3). Not returned.

Event description:
Per legal complaint no.: (B)(6) 2010 - a non-bard/davol proceed surgical mesh in the patient's abdomen to repair a ventral hernia. On (B)(6) 2010 - a physiomesh was implanted in patient's abdomen to repair a ventral hernia. On (B)(6) 2010 - the patient underwent revision of the non-bard/davol ethicon proceed. Upon visualizing the ethicon proceed, physician notes: incision was made directly over his previous incision. The abdomen was entered below the level of the previously placed mesh. Very dense adhesions to the previously placed mesh in the abdominal wall were encountered and were carefully dissected off. Some of the bowel could not be dissected off the mesh and so the mesh was incised, cut and left to stay on top of the abdominal wall. The remainder of the mesh that had been placed intraperitoneally was then dissected off, removed, and excised. Adhesiolysis was extremely difficult due to the dense adhesions. The hernia was in the right upper quadrant away from the previous dissection. The transverse right upper quadrant defect was closed using interrupted #1 pds sutures. A physiomesh was then placed in the abdominal cavity which was sutured circumferentially to the abdominal wall with a large amount of overlap using #1 nurulon sutures. A second row of sutures was then placed along the right side to help reinforce the mesh placement. Once it was circumferentially sutured, the sutures were overall tied. Approximately 200 ml of blood loss occurred during surgery. On (B)(6) 2012- the patient underwent removal of the non-bard/davol ethicon physiomesh. Upon visualizing the ethicon physiomesh, the surgeon noted: there were a large amount of adhesions and in several places bowel was plastered to the abdominal wall. Extensive adhesiolysis was done, taking approximately two hours. After the adhesions were taken down, the procedure was converted to an open procedure by making an elliptical incision to excise the patient's old scar. Excess skin was then removed and the surgeon was able to dissect down to the level of the hernia. Two very large hernias were noted; one approximately 10-12 cm in greatest diameter just to the right of the midline and the other in the midline smaller, but still approximately 8-10 cm. "We were able to suture the fascia closed and in the midline by using interrupted #1 prolene using a smead-jones technique. We also had an area off to the right side that we sutured horizontally right up to the vertical incision and so the entire fascia was closed without problem and minimal tension." A strattice biomesh was trimmed and used to cover the defects after being sutured. The mesh was placed in a horizontal position in a diamond shape to cover the hernia defect. It was also noted that the patient's appendix was in a precarious position, stuck to the abdominal wall, and re-entry back into this patient for possible appendicitis would be potentially problematic, so decision was made or an appendectomy. Three pieces of mesh, two pieces of 10 x 15 cm ovals and one 10 cm circle, was used to cover and buttressed the suture repair of the appendectomy. Part of previous mesh was explanted during this procedure and sent to pathology. Patient experienced and/or continues to experience severe pain, neuropathic pain, nausea, diarrhea, chills, inflammation, loss of appetite, and disability which have impaired the patient's activities of daily living. On (B)(6) 2012 - the patient underwent repair of a recurrent abdominal incisional hernia. Three bard/davol ventralight st (device #1), (device #2), and (device #3) mesh products were implanted in the patient. On (B)(6) 2019 - the patient received a primary diagnosis of chronic abdominal wall and groin pain with a secondary diagnosis of neuropathic pain related to hernia mesh. The patient is currently on short term disability due to the failure of all of the ethicon and bard mesh products the patient has been implanted with. The mesh products bard/davol ventralight st (device #1), (device #2), and (device #3) are defective. The products implanted in the patient failed to reasonably perform as intended. They caused serious injury and had to be removed via invasive surgery and necessitated additional invasive surgeries to repair the hernia that the products were initially implanted to treat. The patient has been injured, sustained severe and permanent pain, suffering, anxiety, depression, disability, and impairment.